Event description:
On 01/23/2024, it was reported by an arthrex subsidiary employee via (B)(4) that during an acl reconstruction procedure on (B)(4) 2024, a main pump tubing, ar-6410, was used and immediately after starting the pump, the intra-articular pressure became high. The patient's knee was abnormally swollen. The surgeon stopped using the pump and continued the surgery with natural drip. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-6410 main pump tubing was received for investigation. Visual evaluation noted no problems with the device. The ar-6410 main pump tubing was assembled with a known good ar-6480 dualwave pump and water to see if the reported failure could be reproduced under normal conditions. The pump was powered on and it was noted that the neoprene collapsed and a pressure fault error was given. Fixture test: the ar-6410 main pump tubing was tested with a fixture to verify that air was not leaking from the white connector. While testing with a fixture, air bubbles were observed coming out of the white connector indicating a leak at the white connector. This is a supplier process issue addressed in ncr-22596. Refer to investigation photos.